Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine ("25 mg/ml, daily 5mg of morphine") via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient had an abscess where the pump was. She spoke to her health care professional (hcp) and they said that the abscess wasn't normal. She indicated that a device manufacturer representative was notified of the abscess on (B)(6) 2019 and "was told by the rep that the hcp should never have let the patient leave the hospital when she was implanted." She reported that the site was swollen and "still hot." She spent 5 days at the hospital where "they wouldn't touch it and told her to go back" to the implanting doctor. She was not able to travel back there and wanted to know her options. Physician listings in her new area were provided. She didn't "even know if the pump was working." No further complications were reported.